Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. No additional information was provided during the intake process. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to dyspnea. Radiological testing determined the patient was suffering from fluid overload, and the patient was formally admitted. Although the timeline of events is largely unknown (patient remains hospitalized), it was reported that the patient is experiencing peritoneal membrane failure and is no longer a viable candidate for pd therapy. Although the exact cause of the peritoneal membrane failure is unknown, the pdrn stated it was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Given the newly diagnosed peritoneal membrane failure, the patient was transitioned to hd therapy for rrt. The patient¿s pd catheter (not a fresenius product) was surgically removed, and a permanent hd catheter (not a fresenius product) was placed. As of (B)(6) 2024, the patient continues to undergo hd therapy while hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid overload, characterized by dyspnea, and peritoneal membrane failure, which warranted hospitalization and the permanent transition to hd therapy. Per the pdrn, the serious adverse events were the result of the patient¿s peritoneal membrane failure. Data suggests that chronic exposure of the peritoneum to contemporary pd fluids provokes activation of various inflammatory, fibrogenic and angiogenic cytokines, interplay of which leads to progressive peritoneal membrane failure. Per the pdrn¿s email response, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. No additional information was provided during the intake process. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to dyspnea. Radiological testing determined the patient was suffering from fluid overload, and the patient was formally admitted. Although the timeline of events is largely unknown (patient remains hospitalized), it was reported that the patient is experiencing peritoneal membrane failure and is no longer a viable candidate for pd therapy. Although the exact cause of the peritoneal membrane failure is unknown, the pdrn stated it was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Given the newly diagnosed peritoneal membrane failure, the patient was transitioned to hd therapy for rrt. The patient¿s pd catheter (not a fresenius product) was surgically removed, and a permanent hd catheter (not a fresenius product) was placed. As of (B)(6) 2024, the patient continues to undergo hd therapy while hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as received with reduced dwell) simulated treatment was performed and completed. Alve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.